Event description:
It was reported that a primary audible alarm background test occurred. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was found broken/removed and the right plunger case was cracked. A review if the event history log identified primary audible alarm background test. Functional testing was performed using the occlusion test. Testing was unable to duplicate the reported problem. No root cause could be determined as no problem was found. The speaker was replaced as a preventive measure. This MDR was generated under protocol (B)(4).